Event description:
It was reported that the patient sent a remote transmission showing the patient going in and out of mode switch. There was loss of telemetry markers possibly due to undersensing. It was suggested that the patient be brought in to adjust sensitivity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead 2003 (B)(6). (B)(4).